Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. D4 model no- correction. D4 serial no- correction. D4 lot no- correction. D4 expiration date- correction. Primary UDI number- correction. H2 type of follow up- correction. H4 device mfg date- correction. H6 - correction.

Event description:
Subsequent to the initial MDR, a correction is required.